Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 637 mg/dl. After troubleshooting, customer wanted the device replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device was programmed with a 2.0 u/hr basal rate and several boluses and monitored for 4 days. The basal profile delivered completely. Device was downloaded and all bolus delivered were found at the carelink report. No missing data for eight days noted in carelink report. Verified five unit bolus was delivered in the pump bolus history and the carelink report. No bolus anomaly or missing data history anomaly noted, device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.